Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that the screws were broken. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: visual analysis of the mas bone screws shows confirmed bone screw complete fracture at approximately ~2-3 threads from the base of the bone screw head. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface reveals damage and fracture surface smearing. Microscopic examination of the undamaged portions of the fracture surface identified progressive striations, which are indicative of fatigue. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with cyclic fatigue.